Manufacturer narrative:
Device evaluation: results of investigation: the carefusion failure analysis laboratory received the suspect sensor valve printed circuit board assembly for investigation. An investigation was performed and the reported issue was able to be duplicated. After clearing the faults in diagnostics, the issue was resolved. The unit was operating as intended, however, the assembly was found out of specifications as another e33 fault came up and could not be cleared. This fault has to do with the pressure sensor valve. No further investigation.

Manufacturer narrative:
(B)(4). Per information provided by the distributor carefusion technical support determined that the cause of the reported event was most likely due to a faulty sensor valve printed circuit board assembly (pcba). A replacement valve sensor printed circuit board assembly (pcba), was shipped to the distributor. The alleged faulty valve sensor printed circuit board assembly (pcba), was received by carefusion on september 15, 2015, and is awaiting evaluation.

Event description:
The following is a description of an event that occurred in (B)(6) as reported by the distributor: "during the test, [the] unit has gone into alarm reported error e11 and during calibration of pressures 0-10 cm h2o has also reported the error e30."